Event description:
A patient underwent filter placement on (B)(6) 2010. The filter migrated and punctured the pulmonary area of the patient. No additional information available at this time except that the physician was going to place a new filter. No information was provided regarding outcome of patient.

Manufacturer narrative:
Expiration date unknown as lot is unknown. Age of device: unknown as lot is unknown. (B)(4). Manufacture date: unknown as lot is unknown. No product, only images were returned to assist in the investigation. The device is shipped with an IFU that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU states that, "manipulation of products requires fluoroscopic control." Investigation is based on the description and the returned images. We agree that on one of the two images, the filter has migrated to the pulmonary artery. Nothing on the image indicates why this happened. On the single image from the actual deployment sequence, the filter appears to be fully expanded with little or no compression from the vena cava wall. This could indicate that the diameter of the ivc in question is larger than 30 mm. Reference is made to the contraindications section in the IFU. It is seen before in the complaint history that the filter is unexpanded after being deployed, with the possibility that a clot had turned into a fibrin formation, causing the filter legs to not fully expand. Also the filter may not fully expand if deployed in a thrombus, deployed in a sidebranch, if placed below the bifurcation or if obstructed by anatomical structure. Unfortunately, based on the given information, we are not able to give an exact root cause to this incident, and no conclusion can be drawn. The spring effect of all filters is inspected/controlled by advancing the filter through a sheath before measuring the distances between the filter legs. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.